Manufacturer narrative:
The lead was returned for analysis cut in two pieces. Analysis found no anomalies that could contribute to the reported lead impedance anomaly. Visual inspection found an external insulation abrasion between 37.8cm to 37.9cm from the distal tip. The etfe coating was intact at the same location.

Event description:
It was reported that the lead was explanted and replaced due to high impedance.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form. Other text : na.